Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance rose steadily from 589 ohms to 2964 ohms between (B)(6) 2015 and (B)(6) 2016 and then rose out of range starting (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. The patient will perform monthly follow ups. The rv lead remains in use. No patient complications have been reported as a result of this event.